Event description:
Patient was revised due to pain. The report also stated that the patient developed a skin rash. Update: (B)(4) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - updated litigation papers received from different attorney. Litigation alleges that the patient suffered from pain and discomfort, difficulty ambulating, and metal poisoning. The patient is deceased. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received which identified part/lot information. Dob updated.

Event description:
Patient was revised due to pain. The report also stated that the patient developed a skin rash.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-21042. This report, 1818910-2012-03329 will be kept for investigational purposes. A separate follow-up report will be submitted to reject 1818910-2012-21042.